Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. No root cause could be found because the reported event was unconfirmed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the investigation was unconfirmed. The device was not returned.

Event description:
It was reported that the biomed was checking low flow on arctic sun device. The biomed had 3 arctic gel pads attached with flow rate of 2.2 l/m. Mss texted technical support. Per follow up via naser on 28feb2021, stated issue was not reproduced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was checking low flow on arctic sun device. The biomed had 3 arctic gel pads attached with flow rate of 2.2 l/m. Ms&s texted technical support.